Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt no longer had communication with his ipg, and did not have stimulation. An x-ray was taken which did not show any anomalies. Replacement external devices would not resolve the issue. The physician replaced the ipg, and it was reported the stimulation was recaptured postoperative.